Event description:
Catheter that had been in place for 3 yrs was noted on chest x-ray to have fractured with piece free in heart. (Pt was seen by oncologist on 1/21/97). Needed to go to med ctr to have piece of catheter retrieved. (Port retrieved 2/18/97).